Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient was confused and combative after implant surgery. As a result they were kept overnight for 3 days. No further complications are anticipated.